Event description:
Case report from (B)(6) reported as: "prior to this procedure, aortic arch replacement (26mm), left subclavian artery revascularization, abdominal aortic replacement (24mm) and revascularization of coeliac artery and superior mesenteric artery were performed (the procedure date(s) is unk). On (B)(6) 2014, after media sternotomy, tevar was performed by anterograde approach through ascending aorta. Three (3) relay stent grafts, 30-250, 32-250 and 34-200 are implanted in order from distal side (right above superior mesenteric artery) to just short of left subclavian artery, occluding the reconstructed celiac artery. No endoleak was confirmed. The pt was administrated in ICU after the procedure." Doctor's comment: paraplegia was caused by tevar. However, since the pt's lesion site was significantly extensive and the tevar was the exclusive treatment option, the procedure was performed regardless of the risk of paraplegia. Thus, there were no relation between this event and the relay device.

Manufacturer narrative:
This MDR involves one pt that was implanted with three devices. This report identified as "2247858-2014-00007 - device 1" is for the first device. Two separate section d reports identified as "2247858-2014-00007 - device 2" and "2247858-2013-00007 - device 3" are for the second and third devices. Device 2: catalog#: 28m332250322490u, lot#: 130428006, expiration date: 04/27/2016. Device 3: catalog#: 28m334200342490u, lot#: 131105131, expiration date: 11/03/2016. Conclusion: based on the narrative, it does not appear that the paraplegia was caused specifically by bolton's device. Moreover, paraplegia is a known device adverse effect of tevar procedures. The doctor was aware of the risk associated, particularly for this pt, and decided to proceed with the procedure. Reported to bolton medical by (B)(6) distributor / marketing authorization holder.